Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 397 mg/dl. The contact thought the high bg was related to the infusion set site and the site was changed. The contact declined tandem technical support's offer to troubleshoot the high bg.